Manufacturer narrative:
The type of reusable nellcor pulse oximetry sensor is unknown. During the conversation with the doctor, covidien technical support provided directions for use information related to the (B)(4), indicating that the directions for use do not recommend placing the sensor on the ear. Covidien technical support also advised the doctor that if the monitor in use was a nellcor pulse oximeter that the pulse oximeter would alarm if the sensor were removed from the pt. Attempts to obtain additional details related to the reported event are in progress. At this time, additional information is not available.

Event description:
Covidien technical support received a phone call from an anesthesiologist who was reviewing a case where a pt expired "a long time ago" while a reusable nellcor sensor was in use. The type of sensor in use was not provided.